Event description:
Caller reported intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using cold insulin and humalog u200. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge and that humalog u200 is off-label per user guide. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin delivery.